Event description:
It was reported that with the kit, it was found that the drainage drew air in the area of the thread. When the drainage was pulled under aspiration with perfusor syringe, the thread broke. In the meantime, a pneumothorax developed with consecutive patient endangerment.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection of the sample a crack on the blue female luer connector was detected.the root cause for this incident could not be definitely determined. Actions were taken to mitigate the reported issue are unknown.